Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were the following issues with a pacing lead: fracture, high impedance, polarity switch and noise. The lead was previously reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.